Event description:
It was reported that the arctic sun device was leaking. Per follow up information received via mail on 15apr2025, device would be repaired in the hospital by crs. No patient involvement. Per sample evaluation results received via task on 22may2025, it was reported that there was a circulation pump without function.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is a failed drain valve. During evaluation, it was found that the drain port was broken. Drain port was replaced. Circulation pump without function. A 2000-hour pm was completed on the device. Circulation pump replaced. Heater and mixing pump were replaced as part of the pm. The device passed the procedure and can be placed back into normal use. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. A DHR review is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. Initial reporter phone number: (B)(6). Initial reporter facility name: (B)(6) hospital. The reported product number is sold ous. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.